Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8352700; model: sc-8352-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was feeling a vibration when the device was off. The patient was seen numerous times for reprogramming and system interrogations. Each time the system was functioning properly, and the patient was getting good coverage but a day or two it would change. The physician believed it to be a mental condition attributed to the sudden shifts. No device malfunction was suspected. The explanted ipg and paddle lead were not returned.